Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis also indicated the right ventricular lead integrity alert, and the impedance trend on the rv (right ventricular) pacing lead was variable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 1388t, competitor lead, implant: (B)(6) 2003-08-15; model: iw1420c75ct, abdominal stent graft, implant: (B)(6) 2008; model: af2412c170ct, abdominal stent graft, implant: (B)(6) 2008; model: ixw1212c81ct, abdominal stent graft, implant: (B)(6) 2008; model: iw1414c90ct, abdominal stent graft implant: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patients right ventricular (rv) lead continues to exhibit variable impedance and high short interval counts (sic). A programming intervention has been completed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia). The lead demonstrated high short interval counts (sic), oversensing noise, variable impedance levels and a potential fracture is suspected. The lead remains in use. No patient complications have been reported as a result of this event.